Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received fully deployed. Inspection of the pod download data indicated that the pod delivered a total of 52 pulses before deactivation. An 0x5c alarm was generated by the pod, indicating that the open count was too low at the end of priming. Rotational sensor abnormalities were observed, which caused the generation of the 0x5c alarm. Drive mechanism testing revealed damage on several fingers of the commutator cap. No resistance was observed, and shelf mode current was within specifications. Pod damage from the initial downloading process prevented the retrieval of adequate rerun data. It could not be confirmed if the observed damage on the commutator cap was the cause of the reported issue and rotational sensor abnormalities.